Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00k0b, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was pain at ins site. There was a sudden change in therapy/symptoms. The patient states she had tried to turn her stimulator off for 1 week but the pain did not go away. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor .